Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that they suspect two infusion sets were not inserted properly as it would not bring down the blood glucose level on 11/apr/2024. The infusion set in use for less than a day. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.